Event description:
As reported by the field clinical specialist, a 77-year-old female underwent a transcatheter aortic valve replacement (tavr) procedure via transfemoral access on the right side. The procedure involved the implantation of a 23 mm edwards sapien 3 ultra valve in the native tri-leaflet aortic position. During valve deployment, a balloon rupture occurred during the deflation phase, evidenced by the presence of blood in the syringe. Despite the balloon issue, the valve was successfully and fully deployed, and the patient remained in stable condition with no injury or complications reported. Following the rupture, the delivery system was withdrawn. Resistance was encountered as the ruptured balloon was pulled down the aorta and entered the sheath. The system was removed as a single unit after the delivery system was nearly fully within the sheath. During this process, the delivery system was noted to protrude out the side of the sheath, and slight protrusion was observed at the distal portion of the sheath. Liner delamination of the esheath was identified upon removal of the delivery system. No other edwards devices were reported to be damaged. The perceived root cause of the balloon rupture was attributed to possible calcium and small size in the sinotubular junction (stj). Vessel calcification was described as mild, with moderate annular/leaflet calcification and mild tortuosity. The annulus size was reported as 355, with a minimum luminal diameter of 5.0'6 mm. A 3mensio and videos of the procedure have been received. The following edwards devices are being returned for evaluation: one delivery system, one sheath, and one balloon catheter. No valve is being returned. A biokit has been sent.

Manufacturer narrative:
This report is 1 of 2. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event, as event stated that 'balloon rupture was attributed to possible calcium and size in the sinotubular junction (stj)' and calcified landing zone was observed in provided imagery. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.